Manufacturer narrative:
Philips service provided a workaround solution and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry movements were partially available, and table movements were unavailable on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.